Event description:
Device received and evaluated.

Event description:
Edwards received information that a mitral bioprosthetic valve was explanted after an implant duration of approximately seven (7) years due to calcification and stenosis. It was also learned that the patient has an edwards aortic bioprosthetic valve also implanted, which continues to functions properly and remains implanted. No additional information provided.

Manufacturer narrative:
Additional manufacturer narrative: report of a mitral bioprosthetic valve explanted after an implant duration of approximately seven (7) years due to stenosis and calcification. The patient's aortic bioprosthetic valve remains implanted. The explanted device has not been returned for evaluation, thus the reported calcification and stenosis cannot be confirmed or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Method = x-ray. Device evaluation: the explanted device was received and evaluated; minimal calcification was observed in the cusp area of leaflet 1, and minimal to moderate calcification was observed in the cusp areas of leaflets 2 and 3. Free margins of leaflets 1 and 3 exhibited minimal calcification. Host tissue overgrowth was minimal to moderate on the tissue inflow and outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 6mm on the outflow aspect. Hematoma was observed on leaflet 2. Additional manufacturer narrative: device evaluation suggests that calcification and host tissue overgrowth restricted mobility in leaflets 2 and 3, which likely led to the reported stenosis. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. Patient medical history was not provided for this patient. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.